Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, episodes of vf inappropriately triggered by oversensing of noise and far p-waves were observed. The patient received inappropriate antitachycardia pacing therapy. There was also variation in r-waves. Lead-to-lead abrasion between ra and rv lead as the cause of noise was suspected. Since the patient received inappropriate therapy for noise, device reprogramming may not solve the issue and lead replacement was recommended. The rv lead and device was replaced. The patient is doing well post-procedure.